Manufacturer narrative:
The console (aic) was returned for evaluation. A review of the logs from the complaint date revealed that the console issued the purge disc not detected alarm several times. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and blue purge retainer was confirmed to be broken. Before returning this console back to the customer, the purge retainer was replaced, and a full functional check was performed on the console and optical system. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. During support, the device exhibited a purge disc undetected alarm. The staff replaced the purge cassette, the aic stopped alarming and then started to alarm with the same message. The device was replaced with another aic. No report pf patient harm or injury.